Event description:
Pt with ischemic heart disease was taken to cardiac catheterization lab for diagnostic and therapeutic cath. Diagnostic cath was successfully performed. Cardiologist placed a runway 6 french fr-4 guide catheter around the aortic arch. Physician reported some difficulty with insertion of the guide catheter. The physician was unable to manipulate the guide into position. It would not torque, and cardiologist was unable to bring the guide back out because it was kinked. Vascular surgeon was contacted to perform emergency retrieval/groin cutdown to remove the catheter from right coronary artery. Pt left the operating room in stable condition. The pt returned to the cardiac cath lab 3 days later for successful coronary angiography and intracoronary drug eluting stent of single vessel. Pt discharged after a 4-day hospitalization in good condition to return to work in 10 days.